Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage was selected for implant on(B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The appendage was measured with the landing zone as 16mm. The patient had a pre-existing condition of atrial fibrillation and was in atrial fibrillation during the procedure. Sizing of the device was determined through transesophageal echocardiography (tee). Tee and angiography was used during the procedure. During implant, it was noted that the device was compressed into a tire shape. A tension test was performed. The close criteria were satisfied. The device was implanted. On (B)(6) 2024, it was observed that the device had embolized to the left ventricle during a follow-up echocardiogram. The device was surgically explanted the following day. The cause of the embolization was unknown. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported migration or expulsion of device (device embolization) could not be conclusively determined. The anatomy of the left atrial appendage (laa), implant depth, annular calcium distribution, deployment or retraction difficulties, and choosing the incorrect size device are possible causes for device embolization. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From cine review : just a short x-rays cine view is available that shows the device after release. Compression looks good but without any other views or tee image, it is not possible to assess all the close criteria. It is therefore not possible to determine the cause of the event.